Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles on gel, flat creases, and missing a piece of shell (0-25%). Weight measurement identified device was underweight. A microscopic analysis was performed which identified: a broken striated on the radius. Based on the device analysis the final assessment is missing shell due to inconclusive and broken striated on the radius assessed as surgical damage consist in the use of some surgical tool.